Manufacturer narrative:
Follow-up #1: date of submission 01/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2014 with the following findings:the pump display screen was observed to be heavily scratched which obstructed the screen visibility. The pump display screen was found to be faded and discolored. Unrelated to the complaint the battery compartment was observed to be cracked.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump display lens was scratched. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.